Manufacturer narrative:
The log file of the affected device was made available and analyzed. Based on the log file it could be confirmed that the reported error code was posted in reaction on a detected communication issue between the cockpit and the ventilation unit. The log file shows that the cockpit performed consecutive restarts but he internal communication between the cockpit and the ventilation unit could not be initiated successfully. It was recommended to replace the hard disk drive of the cockpit to remedy the issue. The ventilation was not affected by the communication issue and continued as set. If the safety software detects a deviation concerning the cockpit infinity c500, a restart of the cockpit would be triggered. The ventilation is not affected by a restart of the cockpit. Safety relevant ventilation parameters are displayed in the supplemental oled-display. A restart sequence of the cockpit may last 45 seconds. If it takes longer, the restart procedure will be repeated automatically. After three unsuccessful attempts or to many restarts within a short period of time the process of restarting the cockpit is stopped with an accompanying audible alarm tone, but the ventilation will be maintained. In the current event, the device reacted as specified and generated an alarm to indicate the detected deviation. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device suddenly triggered an alarm indicating a failure '0769.32931' during device operation. The affected device was replaced. There were no patient health consequences reported. The device has no UDI as an UDI was not required at the time the device was manufactured.